Event description:
It was reported that the voyager rx was advanced to the lesion for pre-dilatation. However, the balloon ruptured at 6 atmospheres when inflated for the first time. No patient effects were reported. No additional information was available.

Manufacturer narrative:
(B)(4). Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion characteristics, patient disease state, an interaction with a previously implanted stent, insufficient preparation prior to use or from interaction with other devices. There was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. If the balloon experiences mechanical damage at some point during the procedure, this can cause the material to weaken and rupture during an attempt to inflate the catheter. Based on the information received, a definitive cause of the reported balloon rupture cannot be determined, however, there is no indication of a product quality deficiency.